Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3093-28, lot# v011120, implanted: 2006 (B)(6); product type lead product ID 3093-28, lot# v011120, implanted: 2006 (B)(6); product type lead (B)(4) .

Event description:
Additional information received noted that regarding was a cause of the issue determined, it was noted : "no". Regarding the patient outcome, this reporter noted that the last they heard, the patient was doing well.

Event description:
It was initially reported that the patient¿s programmer did not seem to be working. The patient had a loss of therapeutic effect and was not able to feel stimulation. The patient¿s symptoms had returned and she seemed to be going to the bathroom more often. The issue began ¿about seven months ago¿ and the patient tried increasing stimulation several times over the last seven months, but it did not seem to be working. The patient synced with the implant and reported seeing the therapy screen with the stimulation on icon. The patient was at 1.9 volts and when she tried to increase she saw the upper limit message. The patient did not have a healthcare provider (hcp) to see for her implant at the time of the report. It was later reported on (B)(6) 2014 that there was an impedance reading >4000 ohms on all of the bipolar pairs. There was an ins and lead revision a few weeks ago (ins normal battery depletion). The lead had several impedance issues. The reporter was unable to recall if amp / pulse width were adjusted at the time. Patient and hcp (healthcare provider) decided to replace entire system. Patient had to tape foot on prior lead / ins to keep from moving. The reporter described a longer surgical placement due to getting proper position.